Manufacturer narrative:
Date of initial report : 2017-04-21. Date of follow-up report: 2017-05-11. Two used ls1520 ligasure device was received, and evaluation of both returned samples could not confirm the reported issue. The customer was contacted and confirmed the issue only occurred with one of the two returned devices. Visual inspection found no defects. Both devices were activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the devices to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure the device would not perform an adequate seal. An end tone was heard, indicating a completed seal cycle, during use. Another generator was used but the issue continued. A new handpiece was opened and worked fine. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold k.o. 5-10-18